Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act and up buttons response due to corroded keypad traces. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected battery out limit alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 111 mg/dl. Customer stated that insulin pump was not allowed them to use escape button. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and found that advanced. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.